Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized and received unspecified medication via an intravenous drip and anti-inflammatory drugs were added to the peritoneal dialysis solution for treatment. The patient also received cephalosporins and other unspecified drugs for treatment. The patient was discharged from the hospital twenty days after being admitted. At the time of this report, the patient had recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. Action taken with pd therapy was unknown. The reporter declined to provide additional information.